Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that this implantable neurostimulator did not have any allegations to report. The allegations previously reported were regarding implantable neurostimulator with serial number (B)(4) which was previously captured in regulatory report #3004209178-2010-00066.

Event description:
Received information the patient was scheduled for a device system revision to fix a broken lead and replaced the generator to a non-rechargeable due to non-compliance with recharge intervals. The revision was cancelled. The battery was found to be overdischarged and a physician mode recharge was done. Patient was reminded of the importance of recharging and the device was reprogrammed. Patient has not had any further complaints and is now getting appropriate stimulation. Reference MFR report # 3004209178201000066 for information on the patient's previous device system.